Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: extending posterior to the equator. Severity noted as mild. Event is noted as ongoing. Treatment is noted as cyclogel. Roughly two weeks later patient experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: obscuring disc or macula. Severity noted as mild. Event is noted as ongoing. Treatment is noted as referred to retinal specialist.